Manufacturer narrative:
The instructions for use (IFU) that accompanies the device provides guidance for proper emitter setup.

Manufacturer narrative:
The medtronic representative at the site, could not replicate the reported issue. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. During system-check, started and closed-out of the navigation system several times and could not re-create the issue. System performed as intended, all instruments verified and navigated accurately. Issue resolved. On (B)(6) 2015 software investigation completed. Findings are that the reported issue is due to emitter placement. Metal interference. Software is functioning as designed.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the site's navigation system lost all tracking of their instruments. When they unplugged and replugged all of the instruments and the patient tracker, the issue was resolved. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.